Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. A repeat test was used to confirm the results. There was no indication that results were reported out and there was no report of patient impact. Assays used: MDR-tb assay the following information was provided by the initial reporter: " customer reports to application specialist the presence of low positive results when using the MDR-tb assay 443878. The samples were not positive when repeated on the bd max or when cultivated."

Manufacturer narrative:
Investigation summary: a "correlation/repro/discrepant" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported that they have received a low positive on MDR-tb assay. When repeated or cultivated the results turned out positive. Field service was dispatched. Field service performed gantry alignment, normalized the reader, tighten the nozzle tubes, and performed drawer alignment. No parts were returned to bd for investigation. Complaint is confirmed. Root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. Bd will continually monitor for trend.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. A repeat test was used to confirm the results. There was no indication that results were reported out and there was no report of patient impact. Assays used: MDR-tb assay. The following information was provided by the initial reporter: "customer reports to application specialist the presence of low positive results when using the MDR-tb assay 443878. The samples were not positive when repeated on the bd max or when cultivated."